Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in israel, this was a case of a 23 mm sapien 3 transcatheter heart valve in pulmonic position by transfemoral approach in a 5.5-year-old female. Once valve deployment started, the commander delivery system balloon did not inflate. The commander delivery system with still crimped valve were managed to be removed together with the esheath, despite the distal part of the commander delivery system (tip and balloon with crimped valve) separating. Afterwards, a gore dryseal sheath was placed and a 20 mm sapien 3 valve was successfully implanted. The patient remained stable throughout the procedure. From the physician's perspective, the root cause was anatomical challenges.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- component code, investigation conclusions. The returned devices were visually inspected, and the following was observed: compression on flex shaft observed 45mm and 60mm from the flex tip. Balloon spring observed stretched distally with distal end separated. Adhesive present on guidewire lumen. Crimp balloon torn distal to balloon shaft bond. Valve remained aligned on the inflation balloon on separated distal end. Uneven gouges present on the flex tip. Scratches on observed from flex tip to distal end of balloon shaft. Engineering cut the flex shaft proximal to the two compression kinks observed and revealed further scratches including one that occurred due to removing the flex shaft from balloon shaft. Borescope imagery was taken for the inner diameter of the flex shaft. Two exposed metal edges were observed at each of the compression kinks. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. Imaging provided from the site was evaluated and the following was observed: the thv was aligned between valve alignment markers. Heavy kink on flex shaft observed. The thv was then no longer aligned between the valve alignment markers. Balloon spring and thv observed distal of the valve alignment markers, indicating a separation with the nose tip. Based on compression of the flex shaft, tear at the crimp balloon, and separation of the distal end, the complaint was confirmed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "once valve deployment started, the commander delivery system balloon did not inflate. The commander delivery system with still crimped valve were managed to be removed together with the esheath, despite the distal part of the commander delivery system (tip and balloon with crimped valve) separated." It is likely that due to the sharp exposed metal on the inner diameter of the flex shaft (figure 10) compromised the crimp balloon wall and led to leakage. Further attempts to manipulate the delivery system likely led to the radial tear of the crimp balloon and subsequent distal tip separation. The complaints for balloon leak and distal tip separation during use were confirmed based on evaluation the returned complaint device and provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Available information suggests that procedural factors (valve alignment with damaged flex shaft, withdrawal of torn balloon, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in israel, this was a case of a 23mm sapien 3 transcatheter heart valve in pulmonic position by transfemoral approach in a 5.5-year-old female. Once valve deployment started, the commander delivery system balloon did not inflate. The commander delivery system with still crimped valve were managed to be removed together with the esheath, despite the distal part of the commander delivery system (tip and balloon with crimped valve) separating. Afterwards, a gore dryseal sheath was placed and a 20mm sapien 3 valve was successfully implanted. The patient remained stable throughout the procedure. From the physician's perspective, the root cause was anatomical challenges. During pre-decontamination observation of the delivery system, it was observed that the balloon was torn at the crimp balloon section but was not an I/c bond tear.